Event description:
The customer biomedical engineer (biomed) reported their philips information center ix (pic ix) failed to alarm for spo2, or they are taking a very long time to alarm. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A philips remote service engineer (rse) spoke with the biomed and remotely accessed their system to troubleshoot. The rse remotely rebooted the pic ix and advised the biomed they will keep the case open for observation. The biomed later called back at 02:00 and no patient had violated the alarm limits yet. The biomed again called back and advised that there were still no alarms at 03:00 and they would like to keep the case open. The cause of the malfunction was not identified. The rse remotely rebooted the pic ix. No subsequent calls were noted. No further information was received from the biomed. No further investigation or action is warranted at this time.